Event description:
Initial result for a patient ck-mb was 1.91 ng/ml. When repeated, the result was 73 . 24 ng/ml. The incorrect result was not used to guide patient therapy. The field service representative found the measuring cell was bad and repaired the instrument by replacing the measuring cell.